Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon investigation the cable between ECG a and b was severed. The root cause for the cut cable could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report a damaged cable on his electrode belt. The pt was issued a replacement electrode belt.